Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed however, the patient did not experience any pacing inhibition. Additionally, there were high out-of-range pacing impedances measuring greater than 2000 ohms. The physician elected to deactivate tachy and pacing therapy. The patient was provided a life vest and a revision procedure is scheduled. At this time, this rv lead remains in service. No adverse patient effects were reported.